Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use the rapid cross pta balloon. It is reported that the rapid cross balloon detached in vivo. No injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.